Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
(B)(6) advised mother was laying in the bed and bed made a loud noise and went flat and plastic black pieces came from under the bed.